Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to paraplegia.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2021, the patient underwent treatment of a descending thoracic aortic (zone 2) dissection with a conformable gore® tag® thoracic endoprosthesis. It was reported that post procedure, the patient had left lower extremity paralysis. Resulted in medical or surgical intervention to prevent permanent impairment to body structure or a body function. On (B)(6) 2021, a lumbar drain was implanted. The paralysis resolved and the patient was discharge (B)(6) 2021. The patient tolerated the procedure.

Manufacturer narrative:
Correction describe event or problem.

Event description:
On (B)(6) 2021, the patient underwent treatment of a descending thoracic aortic (zone 2) dissection with a conformable gore® tag® thoracic endoprosthesis (tgmr373720/23950965) implanted distal to the study device.